Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer required third-party intervention by caregiver (father) who provided unspecified treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection and no issues were observed. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. D4 - serial no was incorrectly documented in initial report. The correct d4 - serial no has been updated.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer required third-party intervention by caregiver (father) who provided unspecified treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection and no issues were observed. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following sections have been updated: d4 - unique identifier (UDI) # . H10 additional mfg narrative.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer required third-party intervention by caregiver (father) who provided unspecified treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.